Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the device had holes in the hose and an oil leak. Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were due to pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was further determined that the oil leak was due to the swivel being worn. The assignable root cause was determined to be component damage caused by user error, abuse, and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hose of the motor device was damaged at the end of the foot pedal connector. During in-house engineering evaluation, it was observed that the device had holes in the hose and an oil leak. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.